Manufacturer narrative:
Event site postal code - (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and in order to fix the issue, the fse replaced the safety disk (0997-00-0985-01). The fse then checked for functionality and found it ok. The fse then ran the unit with a balloon and trainer. The unit was then handed over in good working condition.

Event description:
It was reported that during normal checkup, the cs300 intra-aortic balloon pump (iabp) unit had a leak in the circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.